Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+ on a patient with pre-existing flail, fibrotic tissue, and an enlarged atrium. A mitraclip xtw was inserted and deployed on the mitral valve, reducing mr to a grade of 1+ on an unknown date, an echocardiogram was performed and revealed recurrent mr with a grade of 4+. The clip was noted to be stable on the leaflets. On (B)(6) 2026, a second mitraclip procedure was performed. A mitraclip xtw was inserted and deployed lateral to the previously implanted clip, reducing mr to a grade of 2+.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.